Event description:
It was reported that the reservoir in the customer's insulin pump would not stay in place, after a rubber ring in the reservoir compartment came out. Customer's blood glucose was not known. The top of the reservoir compartment was also stated to be broken. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.